Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient vision was smudgy and experienced halo's due to that the patient cannot drive at night. Surgeon tried laser, then prescribed a prescription eye drops post surgery, it then that tapered off and that helped. Two weeks ago, the patient saw your eye care provider for the last time and now the surgeon suggested to get glasses. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Corrected information provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received stating that the patient¿s vision had improved to a degree. The main issue reported was that everything was ¿fuzzy,¿ as if the patient was ¿wearing glasses that are smeared with something that did not go away and were there 24 hours.¿ the consumer reported that the halos prevented the patient from seeing at night, and the patient could no longer drive at night. The consumer also reported that this situation caused depression and anxiety because the patient had been extremely active and vacationed frequently but could not do that now.